Manufacturer narrative:
Investigation done on smiths medical cadd-legacy® plus pump, for pressure goes over 40 psi. The actual device was found to be in good physical condition. Event log was opened and testing methods done to duplicate reported event. Testing three times revealed the device malfunctioned and was out of specification, with cause being isolated to downstream sensor. The cause of the event is unknown. Sensor was replaced, so down stream occlusion would be identified. The device was tested for aquracy and passed all functional and delivery tests.

Event description:
Information received by msd biomedical company, that a smiths medical cadd-legacy® plus pump, pressure goes over 40 psi. Medwatch form filed with company. No adverse patient events reported.